Event description:
It was reported that during a routine device change out procedure, the atrial lead was stuck inside the device header. Eventually, the lead was removed and the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.